Event description:
Following intraocular lens (iol) implant surgery, a surgeon explanted a lens after the pt reported she could not see with it. Add'l info, including the pt status, has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported for this lot number. Add'l info was requested 05/23/2007 and 06/06/2007 by phone, mail and fax. A completed questionnaire has not been returned.